Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 10/2023).

Event description:
It was reported that during vascular stent placement procedure, the stent allegedly failed to deploy. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The returned delivery system was found with locked safety lock slider, and the deployment mechanism was not activated. However, the stent was found partially deployed. Although a system compatible 0.035" guidewire could be inserted during evaluation on the table the reported issue was confirmed because the condition of the sample inside grip indicates a stuck guidewire leading to stent deployment upon attempt of removing the guidewire. Therefore, the investigation is closed as confirmed for guidewire compatibility issue. Guidewire getting stuck during insertion may be related to difficult patient anatomy or challenging placement site leading to lumen deformation. Insufficient flushing or deformation caused during unpacking, or preparation may contribute to friction increase and may be a contributing factor. Based on the information available the investigation is closed with confirmed result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' In regards to flushing, the instructions for use state: 'prior to use flush the guidewire lumen of the stent system with normal, sterile saline until saline exits the tip of the system' h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during vascular stent placement procedure, the stent allegedly had compatibility issue. It was further reported that the device allegedly partially deployed. There was no reported patient injury.